Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 627294) for female sterilisation. The patient had a medical history of menorrhagia and dysmenorrhea on (B)(6) 2016, endometriosis externa, pregnancy, overweight, dyspareunia, metrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2680 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingo-oophorectomy,right inguinal hernia repair,endometriosis,ablation,enterolysis,hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.054 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnosis: a. Endometrium, curettage: - inactive endometrium. - polypoid endocervical glandular tissue with mild chronic inflammation. - no evidence of atypia, hyperplasia or malignancy. B. Pelvic, biopsy: - ovarian tissue fragment with primordial follicle. C. Bilateral fallopian tubes: - segments of right fallopian tube completely transected d. Left fallopian tube foreign body: - segment of fallopian rube with mechanical/thermal artifact. - medical device. Tissues submitted. A. Endometrial curetting b. Pelvic soft tissue c. Fallopian tube(s) - bilateral d. Foreign body- left fallopian tube gross description: the specimen consists of one silver metallic coiled essure medical device with attached soft tissue measuring 5.0 cm in length by <0.1 cm in diameter with the soft tissue measuring an additional 2.5 cm in length by 0.5 cm in diameter. [Ultrasound pelvis] on (B)(6) 2016: findings: retroverted uterus. Uterus measures approximately 9 cm in length, 5 cm transverse, and 4.1 cm sagittal. Endometrium measures 8 mm. No significant endometrial fluid, no endometrial filling defect evident. Approximately 1 cm non enhancing low signal nodule in the left side of the uterine fundus measuring 6 mm is possibly a tiny uterine, fibroid. No endometrial or sub endometrial or intrauterine cyst. No evidence of adenomyosis. Bilateral ovaries are normal size with normal small non enhancing follicles. Dominant follicle in the left ovary measuring 1.2 cm. No ovarian mass. The previous sonographically demonstrated complex cyst in the right ovary has resolved consistent with interval resolution of corpus luteal functional cyst evaluation of the pelvis and adnexal is without cystic fluid collections. No hemorrhagic fluid collections or hemorrhagic cyst. No MRI evidence of endometriosis. There is trace amount of simple t2 hyperintense flu ID in the left adnexa. Few minimally prominent parametrial veins measuring up to 4 to 5 cm in diameter. Otherwise, normal flow voids and normal enhancement of the vascular structures in the pelvis. No pelvic lymphadenopathy. Incidentally, nerve root sheath cysts within the s1 and s2 foramina. Impression: retroverted uterus. A nonenhancing low signal nodule in the left side of the uterine fundus is possibly a tiny, calcified fibroid. No evidence of adenomyosis or endometriosis. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporter and patient information,medical history,lab data,indication,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2680 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 627294) for female sterilisation. The patient had a medical history of menorrhagia and dysmenorrhea on (B)(6) 2016, endometriosis externa, pregnancy, overweight, dyspareunia, metrorrhagia and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2680 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingo-oophorectomy, right inguinal hernia repair, endornetriosis, ablation, enterolysis, hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.054 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnosis: a. Endometrium, curettage: inactive endometrium. Polypoid endocervical glandular tissue with mild chronic inflammation. No evidence of atypia, hyperplasia or malignancy. B. Pelvic, biopsy: ovarian tissue fragment with primordial follicle. C. Bilateral fallopian tubes: segments of right fallopian tube completely transected d. Left fallopian tube foreign body: segment of fallopian rube with mechanical/thermal artifact. Medical device. Tissues submitted. A. Endometrial curetting b. Pelvic soft tissue c. Fallopian tube(s) - bilateral d. Foreign body- left fallopian tube gross description: the specimen consists of one silver metallic coiled essure medical device with attached soft tissue measuring 5.0 cm in length by <0.1 cm in diameter with the soft tissue measuring an additional 2.5 cm in length by 0.5 cm in diameter. [Ultrasound pelvis] on (B)(6) 2016: findings: retroverted uterus. Uterus measures approximately 9 cm in length, 5 cm transverse, and 4.1 cm sagittal. Endometrium measures 8 mm. No significant endometrial fluid, no endometrial filling defect evident. Approximately 1 cm non enhancing low signal nodule in the left side of the uterine fundus measuring 6 mm is possibly a tiny uterine, fibroid. No endometrial or sub endometrial or intrauterine cyst. No evidence of adenomyosis. Bilateral ovaries are normal size with normal small non enhancing follicles. Dominant follicle in the left ovary measuring 1.2 cm. No ovarian mass. The previous sonographically demonstrated complex cyst in the right ovary has resolved consistent with interval resolution of corpus luteal functional cyst evaluation of the pelvis and adnexal is without cystic fluid collections. No hemorrhagic fluid collections or hemorrhagic cyst. No MRI evidence of endometriosis. There is trace amount of simple t2 hyperintense flu ID in the left adnexa. Few minimally prominent parametrial veins measuring up to 4 to 5 cm in diameter. Otherwise, normal flow voids and normal enhancement of the vascular structures in the pelvis. No pelvic lymphadenopathy. Incidentally, nerve root sheath cysts within the s1 and s2 foramina. Impression: retroverted uterus. A nonenhancing low signal nodule in the left side of the uterine fundus is possibly a tiny, calcified fibroid. No evidence of adenomyosis or endometriosis. Lot number: 627294, manufacture date: 2008-05, expiration date: 2011-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2680 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.